Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1404 is being used to capture the reportable event of deflation problem. Block h11 the returned bib intragastric balloon system was analyzed. A visual and media inspection were performed. The device was returned deflated and colored blue. Regarding the media analysis, the customer provided a set of images showing the balloon inside the patient's anatomy. One image also showed the aspirated contents of the balloon, which appeared as a colored liquid. Based on all the gathered information, the selected probable cause is known inherent risk of the device, as the adverse events are known, documented in the labeling, and all reasonable steps have been taken to mitigate them (including both short- and long-term known complications or adverse reactions). A review of the product labeling revealed that the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and usage instructions, and there is no evidence of any issues with the translation, wording, or graphics of the IFU or labeling.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with blue colored urine. A replacement procedure was performed on (B)(6) 2024, the balloon was found with around 450 ml remaining in the balloon. The implanted volume was 700 ml. There have been no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with blue colored urine. A replacement procedure was performed on (B)(6) 2024, the balloon was found with around 450 ml remaining in the balloon. The implanted volume was 700 ml. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1404 is being used to capture the reportable event of deflation problem.